Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an open spot along the implantable cardioverter defibrillator (ICD) incision line and the pocket was oozing. The ICD and right ventricular (rv) lead were extracted due to a suspected pocket infection. No further patient complications have been reported as a result of this event.